Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, it was noted that the electrosurgical system would not deliver energy when the physician was about to cauterize a polyp with a snare. The procedure was completed with a different cautery unit, including a different endostat ii foot switch. Following the procedure, the biomedical engineer at the account re-wired the foot switch, after which it passed all output testing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. (B)(4) for the reported event: foot switch failed to deliver energy. The complainant indicated that the device was repaired and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.